Event description:
It was reported that the patient¿s generator replacement surgery occurred on (B)(6) 2016. The generator was received by the manufacturer and product analysis was completed. No anomalies were detected and the generator was found to be within specifications. Other than explant-related observations and deposits related to device presence, no visual anomalies were identified. During a 24-hour monitoring period, there were no signs of variation in the pulse generator¿s output signal with the device providing the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The battery status was found to be at neos=no. The generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by a physician that a vns patient has experienced an increase in seizures. It was reported that the battery was not at end-of-service, but the physician has referred the patient for prophylactic generator replacement. No known surgical intervention has occurred to date. Additional relevant information has not been received to-date.